Event description:
It was reported that the patient presented to the hospital. Upon x-ray imaging, the right ventricular - rv lead was found to have caused a perforation. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.